Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low carbon dioxide (co2) and glucose (glu) results were obtained on a patient sample on a dimension vista 500 instrument. Siemens remotely reviewed the instrument files and determined that quality controls (qcs) were within expected ranges during the day of the event. As per siemens instructions, the customer ran three patient samples for comparison purposes on the affected dimension vista 500 instrument, resulting acceptably. Siemens determined that the cause of the discordant, falsely low co2 and glu results is was due to sample integrity issues. The instrument is operating within manufacturing specifications. No further evaluation of the device is required

Event description:
Discordant, falsely low carbon dioxide (co2) and glucose (glu) results were obtained on a patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The results obtained on the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 and glu results.